Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on rv and far field channels in iegm. Vf detected with no delivered shocks. Lead remains implanted but will be evaluated further should additional information be received, this file will be updated.